Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised due to cocr toxicity.

Event description:
Update jun 14, 2017: legal medical records received. After review of medical records for MDR reportability it was reported that the patient was revised to address cobalt and chromium toxicity. On the revision note, it was stated that the patient is limping persistently and has pain that requires narcotics. No gross tissue necrosis however, a very large metallosis-laden, is fluid collection nad typical necrotic-looking tissue that had built up into the femoral head. There was metallosis present that was limited to the hip capsule. The femoral component had neutral anteversion. Patient did not have any posterior impingement or anterior instability. The femoral trunnion was corroded, and a very large amount of necrotic tissue was built up within the groove of the asr head. There were no laboratory values provided. Updated the product information. This complaint was updated on: jun 26, 2017.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.